Event description:
Hello, I am a type 1 diabetic and use the dexcom g7 continuous glucose monitor (cgm) to manage my blood glucose levels and to get warnings if my glucose is going dangerously low or high. The new dexcom g7 series cgm has proven to be inaccurate and has consistent error codes and failures. Each g7 is to be worn for 10 days and majority of the time fails, gives wildly inaccurate bg readings and stops monitoring my blood glucose around day 6 or 7 for no other reason than "system failure". After months of trying the g7 and hearing from other diabetics, it is obvious this product was not ready or reliable enough to be launched and dexcom rushed the upgrade from g6 to g7. The price of these cgms continue to rise and are being rushed to market before they are ready to use, making one of the only cgms on the market inaccurate and dangerous. I've been a diabetic for 32 years and have used the dexcom cgms for a decade. This is by far their most inaccurate and dangerous continuous glucose monitor they have produced. In my own experience the product fails about 40% of the time and does not report my glucose then crashes. I have reported the problem to dexcom and have for months but they don't have any new answers. They are obviously aware of the issue and have even edited their app and website to make contacting customer service and to get a replacement device more difficult because they are having so many calls from customers experiencing the same g7 "system failure". Please look into why this product fails at such a higher rate than the previous ones and if this was evident before launching the new g7 to the public. Also, when I say inaccurate blood glucose reading, my dexcom bg readings can be at least 100 point off from the bg reading on my finger stick meter which is considered the more accurate standard reading. This can result in deadly insulin dosages.